Manufacturer narrative:
The device is available for evaluation, however, has not yet been received. E1 initial reporter phone number: (B)(6).

Event description:
The event occurred on an unspecified date and involved a 99" (251 cm) 20 drop y-type blood set w/200 micron filter, hand pump, 2 clave®, rotating luer where it was reported the spike on the ICU medical tubing is clotting off. When this happens, it causes a vacuum in the tubing that doesn¿t allow the blood products to move forward to the patient; the bulb for squeezing collapses. It was reported the event hindered and slowed the transfusion process, and a wastage of blood products due to having to switch to fresh blood y typed tubing. The event occurred while actively trying to transfuse packed red blood cells to patients in the operating room. There was patient involvement and no patient harm.

Manufacturer narrative:
A series of photos were shared by the customer, where the item and lot information are shown, but the most representative photo showed blood clotting the inside of the dry chamber, which is no flowing through the set, no additional damage or anomalies are observed. Complaint of blood cannot flow properly can be confirmed based on the photos shared by the customer. However, since no product sample was received for investigation a comprehensive failure investigation cannot be performed, and a probable cause cannot be determined.